Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebq1775 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility, via the sales rep, that they have a fractured PICC. Additional information: it was reported that a bulge was noted under the skin in the arm when the catheter was flushed, prompting the nurse to identify the rupture and remove the catheter.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr t/l powerpicc solo catheter. Usage residues were observed throughout the sample. A longitudinally aligned split was observed at the 5cm depth marking. A permanent kink impression was observed in the vicinity of the split. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, while flushing the grey-luered lumen, a leak was observed emanating from the site of the aforementioned split. The catheter kinked preferentially at the site of the permanent kink impression during manual manipulation. Microscopic inspection of the split revealed sharply defined granular split edges. Deformation was observed in the vicinity of the split. The split occurred at the corner of the preferential kink. The kink impression and split characteristics were consistent with damage caused by kinking of the indwelling catheter. The location of the split suggested that catheter insertion/securement may have contributed to the observed damage. The product IFU warns ¿avoid sharp or acute angles during implantation¿. A lot history review (lhr) of rebq1775 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility, via the sales rep, that they have a fractured PICC. Additional information: it was reported that a bulge was noted under the skin in the arm when the catheter was flushed, prompting the nurse to identify the rupture and remove the catheter.